Event description:
The customer reported this unit would not power on and that ac power and the battery charge leds were not illuminated. The biomed reported using a new battery and good power cord. There was no pt involvement.